Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming fill with water but it's completely full. There was no patient involvement, and no harm reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not confirmed. The device worked as intended. Preventative maintenance was done on the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.